Manufacturer narrative:
Additional info: additional information was received and it was learnt that the event happened in (B)(6) 2017, (an exact date was not provided). Reportedly, the patient was myopic and needed a low diopter lens. Date of event: (B)(6) 2017. Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the serial number is unknown, therefore the manufacturing records could not be reviewed. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: unknown not provided. Serial #: unknown, not provided. Expiration date, complete catalog# and unique identifier (UDI#): unknown, because the serial number was not provided. If implanted; give date: not applicable as the lens was inserted and removed. If explanted; give date: not applicable as the lens was inserted and removed. (B)(6). Device manufacture date: unknown, because the serial number was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) was inserted into the eye and had to be removed because it failed to unfold. No further information was provided.